Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon was inserting a 12.6mm vticm5_12.6 implantable collamer lens, -13.00/+3.5/115 (sphere/cylinder/axis) and the lens tore during delivery into the patients right eye (od) eye. There was patient contact but no injury. The surgeon did not implant another icl lens. The cause of the event was unknown (the surgeon thought the lens caught in the injector system but the error was from the surgeon, the lens was not loaded well).